Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia with their heart rate in the thirties and premature ventricular contractions (pvc). It was also reported that the implantable pulse generator (ipg) had battery and sensing failure. The ipg remains in use. No further patient complications have been reported as a result of this event.